Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aneurysm. It was reported that the pt developed an aneurysm and has had previous open repair of the ascending thoracic aorta. Both areas have been leaking/bleeding for days while the pt was in the hospital, and the physicians debated on further treatment. The decision was made to perform endovascular repair one month ago. After the procedure, a chest tube was inserted and a lot of blood was drained. There was a good outcome of the procedure with no endoleak present; however, the pt died the next day. The physicians think the endovascular part of the procedure was successful, but the pt had lost too much blood and the pt's heart stopped. No additional information was provided.

Manufacturer narrative:
Results: death. Conclusions: previous open repair of the ascending thoracic aorta and development of a thoracic aneurysm with both areas leaking/bleeding.